Event description:
The tavr procedure was used to replace my mother's aortic valve. She died as a result of this procedure. We were never told that a patient should not have this procedure if they have a blood dyscrasias- my mother had myelofibrosis at the time of the procedure. In addition, her blood did not clot and she was always bleeding from her arms and legs. Her hematologist, cardiologist, and the team of tavr doctors at (B)(6) hosp were aware of these serious medical problems. All of these doctors are affiliated with (B)(6) hosp. The hematologist referred my mother to the cardiologist.